Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged low glucose readings on a libre 3+ continuous glucose monitor (cgm) with a nadir of 51 mg/dl, treated with cranberry juice and glucose tablets, followed by rebound hyperglycemia up to 363 mg/dl. The ilet delivered corrections and glucose later stabilized, and education was provided on treating hypoglycemia. Symptoms included shaking/tremors, sweating, and a rapid heart rate consistent with hypoglycemia, as well as subsequent hyperglycemia. Outcomes included the need for medication-level intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect treatment of hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.